Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that no steps were taken to resolve the stimulation in the wrong location, going to the bathroom more, and urinary tract infection (uti) with blood in it. They hadn't seen the doctor yet and was waiting for the doctor to get back to them. It was noted that they had a lot of utis before they got the device. Then, they hadn't had one until about a week after the fall. The fall was on (B)(6) 2017 and, at the ER and around (B)(6) 2017, they found out the had a bad uti.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s urinary/bowel symptoms had returned. The patient¿s programmer was not working and there were synchronize and turn on stimulator screens; however, it was also reported that the device seemed to be working fine, but the patient had started to go to the bathroom more a couple weeks ago, and every 5-10 minutes starting a week or so ago. The patient did not feel stimulation anymore; after troubleshooting, it appeared the patient may be turning the device off. The patient synced with the patient programmer, pressed a button, started feeling stimulation, and it was confirmed that the stimulation was on ¿ the patient saw a lightning bolt on the main patient programmer screen with the settings at 2.6; it was unknown if the patient used the sync button or ins on button. The patient did not feel stimulation in the correct area; they normally felt the vibration in the mid-section, but now felt it on the outer side of the buttock/thigh, and felt it in the leg, where they could really feel it vibrate on the right side of their vagina and it hurt their vagina. The patient¿s device was at 2.9. It was noted the patient had a fall where they hurt their toe and their ankle twisted; it was confirmed that the fall was not related to the implant, but it was noted the stimulation in the wrong location was not until after the fall. The patient went to the ER following the fall, where a uti was found with blood in it. After reviewing the programmer with the patient, it was confirmed that the patient programmer was functioning as designed. The patient was redirected to follow up with their healthcare provider (hcp) to have the device checked. It was noted they would be seeing a urologist on the day of the report. No further complications were reported/anticipated.